Event description:
It was reported the subject device had a bad quality image and the screen was all fuzzy. The event occurred during the preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation, and the customer's allegation was confirmed. The fuzzy image was caused by a faulty charge-coupled device. In addition, the following reportable malfunctions were identified during the device evaluation: slice on cable and failed leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure without any design or manufacturing issues. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.